Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received multiple insulin pump error alarm. The customer¿s blood glucose was unknown. Customer also reported that sensor replaced due to stop using the insulin pump because of insulin pump errors. Customer was able to successfully clear the alarm. Customer received request to rewind insulin pump. Troubleshooting was performed. Customer advised to insulin pump will need to be replaced and to discontinue use of the insulin pump and to revert to backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. No unexpected hal software error detected error during testing however, the formatted history file confirmed hal software error detected and the main arm cannot communicate with the motor arm error due to a software error.